Event description:
Patient satisfaction initially low and over a period of approximately four years, pain had become unbearable and the decision was made to revise the unicompartmental knee to a total knee.

Manufacturer narrative:
The device associated with this report was not returned. No additional event information or investigational inputs were provided to customer quality. A complaint database search finds no other reported incidents against the provided product and lot combination. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation could draw any conclusions with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.